Event description:
The implanted valve could not be aspirated during an office visit. The patient experienced headaches and their ventricles seemed unchanged. It was believed that the valve was occluded and the device was explanted and replaced.